Event description:
The customer tested his blood glucose using one of his contour meters and received readings of 425, 478, 378 and 160 mg/dl. His 2 other contour meters gave readings of 274, 153, 161, 227, 144, 262, 326 and 246 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.